Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. Following is a summary of the testing that was performed. Slit visualization: examination by a microscope revealed that the slit extended the length of the probe and no visual defects were observed. The 0.25 psi clear air passage test: the v-link was connected to an air pressure gauge from the gland side. The air was regulated at 0.25psi and device was placed in water for 30 seconds. Dynamic airflow could be observed; hence, the possibility of a blockage could be eliminated. Luer activated device back pressure/male luer pressure conformance: the v-link was connected to an air pressure gauge from the luer side. The air was regulated at 45psi and the v-link was immersed under water for 30 seconds. No bubbles were observed; hence, a back pressure issue was not possible. Luer activated device vacuum leakage test: the v-link was connected to a stopcock from the luer side. One end of the stopcock was connected to a digital meter. A syringe was connected to the other end of the stopcock. The plunger was pulled until 20+2/-1 hg were obtained. The plunger was blocked for 30 seconds. The gauge did not drop below 20+2/-1hg. A constant vacuum level could be observed, hence eliminating the possibility of any leakages. The reported condition was not confirmed and the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a v-link luer activated device with silver coating for IV access in which it was observed that air was sucked into the system. According to the report, after infusion set exchange containing the silver coating the patient got a reaction with the following symptoms: dry cough, she was red to dark red, cyanosis not present. After one minute she was calmed down. The set was rinsed with 0.9% sodium chloride. The patient had no reaction. After reconnecting v-link to the catheter on portal needle it was observed that air was sucked into the system. After this episode, the v-link was disconnected and exchanged for another one from competitor (no details on the product were provided). The condition occurred during infusion on a patient. No additional information is available.